Manufacturer narrative:
This is the same event as 3010536692-2016-00118. (B)(4)

Event description:
Allegedly, patient was revised due to mom complications.

Event description:
Lot number updated.

Manufacturer narrative:
This is the same event as 3010536692-2016-00118. This report will be updated when investigation is complete. Trends will be evaluated.